Event description:
It was reported that on four separate occasions pumps allegedly freeflowed during use on pts. The user facility did not document any serial numbers. There were no resultant pt complications in any of the reported incidents.